Manufacturer narrative:
B5: lens rotation also reported. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -13.50/1.5/021 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Refractive surprise was observed, the lens remains implanted. Reportedly, surgeon "not yet decided whether to try rotation, replacement, or laser correction." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.